Manufacturer narrative:
The complaint investigation for falsely decreased alinity I tsh results included a search for similar complaints, the review of complaint text, trending data, labeling, and device history records. Trending review determined no related trend for the issue for the product. Device history record review on lot 25007ud00 did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Return testing was not completed as returns were not available. Accuracy testing was performed using panels, which mimics patient samples, and an in-house retained kit of lot 25007ud00 stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency with the alinity I tsh reagent lot number 25007ud00 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased alinity I tsh results for one patient. The following data was provided: sample ID (B)(6) initial result, on (B)(6) 2021, was 0.242 uiu/ml, repeated on (B)(6) 2021 was 0.254 uiu/ml. Additional laboratory results were provided for free t4, which was 1.2 ng/dl. A new sample was collected on (B)(6) 2021 and the result was 6.484, repeat was 6.799, repeated on another analyzer was 6.417 uiu/ml. There was no impact to patient management reported.